Event description:
It was reported that during the procedure the wand of the unit broke inside of the patient. A five minute delay was reported and allegedly there was harm to the patient with no adverse consequence. It was further reported that the tip was retrieved from the patient.

Event description:
It was reported that during the procedure the wand of the unit broke inside of the patient. A five minute delay was reported and allegedly there was harm to the patient with no adverse consequence. It was further reported that the tip was retrieved from the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The missing flower shaped electrode portion was returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Tissue residue was observed on the electrode and the ceramic. Scratch wear marks were observed on all of the ceramic and lumen. No visual wear marks were observed on the probe¿s insulation. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. The most probable root cause is design related with a user related (misuse) possible contributor factor. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.